Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00221. It was reported the patient¿s system was auto-reducing due to migration of their leads. Reportedly, the issue was confirmed by x-rays. As a result, surgical intervention was undertaken where both leads were replaced with new models which resolved the issue.